Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) with a charge time of 18.4 seconds and a monitoring voltage of 2.57v. There has been no shock delivery and normal pacing. There is a concern that the battery has depleted earlier than expected.